Event description:
Patient reported right side "changes in breast tissue", "abnormal mammogram","leaking" and "rupture" confirmed via MRI. Healthcare professional reported later, "rupture". Later healthcare professional also reported "3 mm right side oval nodule", "irregular asymmetry". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ lump/nodule: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "changes in breast tissue", "abnormal mammogram","leaking" and "rupture" confirmed via MRI. Device has been explanted and replaced.